Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after several years of use, the port was removed from the patient because the catheter fractured and broke off in the patient. This event allegedly required transport by ambulance to the (B)(6) emergency room. All pieces were retrieved and the catheter removed. As of the date of this report no additional information is available.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.